Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, unspecified low blood glucose (bg) levels. Customer suspects that the low bg is due to healthcare provider still adjusting settings on new pump. Customer declined troubleshooting and continued using the pump.